Event description:
Philips received a complaint on the v60 ventilator indicating that there were multiple alarms being produced by the device. In a good faith effort (gfe) response from the customer received on (B)(6) 2025, it was provided that the device was outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device had produced a patient disconnect alarm, low-rate alarm, and low minute ventilation alarm. When speaking with the customer biomedical engineer (bme), the rse advised the customer to use the bi-pap test connector if available when testing the device and provided the page number to reference in the service manual for the test setup when connecting to a test lung. The bme informed the rse on 13jan2024 that after connecting the bi-pap test connector the device had been tested and then returned to service. It has been concluded that the alleged alarms which initially occurred were a result of improper test setup by the customer. Without the test connector or a patient circuit connected to the air outlet, the device will produce the patient disconnect alarm as intended and the lack of resistance from a circuit or test connector will cause the device sensor to alarm, as intended, that there is low-rate and low ventilation occurring. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.